Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the system was working within expectations, and the observed discrepancies could be attributed to lag between sg and bg inherent to the sensing technology. Customer care recommended that the user continue using the system but the user stated that they would stop using the system as they were not able to pay out of pocket anymore.

Event description:
On march 24, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.